Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracks around the display window. No further information provided.

Manufacturer narrative:
Insulin pump received with cracked case on display window corners and cracked battery tube threads. Insulin pump received with broken belt clip slot, reservoir tube lip and minor scratches on lcd window.